Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: anterior cervical discectomy and fusion (acdf). Levels implanted: c6-7. It was reported that post-op, cephalad screw had backed out anteriorly approximately 3mm, past the locking wire of the interbody device was showed in x-ray. No patient complications were reported.